Manufacturer narrative:
The technical eval will be performed when the device is returned to MFR. The results of the eval will be provided in the supplemental report.

Event description:
Boston scientific has become aware of the following event: the lesion being treated was 90% of stenosed and no calcified in rca distal. When the pre-ivus imaging, the image was appeared during pullback, but the resistance was met. The physician checked the catheter after stent placement. He noticed that the tip of the catheter had chips.